Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. It was reported that on a follow up CT scan, a proximal type I endoleak was identified. The physician performed a secondary intervention and placed coils into the aneurysm sac and applied aptus endo-anchors to the proximal aspect of the graft resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Date of event is unknown (month and year valid). (B)(4).